Manufacturer narrative:
UDI related data quality updates. Actual complaint unit was observed at clinic and although the device was void of air after deflation, the unit read greater than zero pressure in device.

Event description:
On 24-aug-2023, manamed received notification of report mw5120348 via medwatch. The following problem description was provided in that report: "plasmaflow scd, (sequential device) on patients left lower extremity failed to deflate for the entire six hour 50 minute procedure. This was discovered in post op after patient awoke and mentioned left calf pain. Scd was turned off but remained inflated. Scd was removed and patient was assessed by anesthesia md and nursing team. Out of abundance of caution patient was transferred to acute care hospital emergency department to rule out compartment syndrome. Refer to additional documents in i2k." The original report claimed a serious injury and cited the health effect as 1994: pain. Despite repeated requests, the original reporting party has refused to return the device, allow analysis of the device, or allow us to interview witnesses to the event. We are therefore unable to confirm or reproduce the reported error, or to perform any meaningful investigation into its cause. Although we do not have additional information at this time, we are submitting this report as required by 21 cfr part 803.

Manufacturer narrative:
Despite repeated requests, the original reporting party has refused to return the device, allow analysis of the device, or allow us to interview witnesses to the event. We are therefore unable to confirm or reproduce the reported error, or to perform any meaningful investigation into its cause.